Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical confirmed that the cable inside the unit was properly connected, but the alarms occurred due to battery connectors. The alerts stopped appearing once the female pins of the battery connectors were tightened a little. Root cause of failure is due to battery cable on (battery side) not properly connected (connector not locked) causing interference on the i2c bus. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file entries shows battery disconnected / failure alarm intermittently. Vyaire medical asked the customer to disassemble the device and verify if the cable from the battery to the power board is properly seated. After ensuring that the cable is properly seated, the unit should be updated to the most recent software and then run a ventilation test for 4 hours with the mains connected and another two hours for the battery. After the software update, the customer was also instructed to take a screenshot of screen #9 and send it along with the logfiles, as well as perform the photonic sensor calibration. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e had a technical failure 300 - device in failsafe as a result of technical failure 582 - i2c interrupt catched runtime exception. The issue occurred during patient use, and the ventilation was stopped due to the prompt response of the medical staff. Furthermore, there is no patient harm associated with the reported event.